Event description:
The initial attorney report alleged recurrence and defective mesh after the implant of a bard flat mesh. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2007, the pt underwent incisional herniorrhaphy with insertion of a ventrilex hernia patch and a bard flat mesh. On (B)(6) 2007, the pt underwent incisional herniorrhaphy with insertion of a non-bard mesh and removal of both bard meshes.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an add'l implant. Currently, it is unk whether the product may have caused or contributed to the alleged event. A ventralex hernia patch and a bard flat mesh were used to repair the pt's hernia defect. The pt reportedly experienced a recurrence which is listed as a possible adverse reaction in the product's instructions for use. Both bard products were removed and the recurrence was repaired with a non-bard product. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Medical records do not indicate a device failure. Based on info provided, no conclusions can be drawn.